Event description:
It was reported that the user received multiple urgent low glucose alerts from a connected cgm while a confirmatory fingerstick measured 389 mg/dl, with no symptoms reported, and the agent recommended replacing the sensor and transferred the caller to the cgm manufacturer for support. Symptoms included hyperglycemia without reported clinical impact. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user and third party. Investigation of this case revealed insufficient information regarding a device problem and no findings available, with the device component implicated not specified due to limited data. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.